Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unexpected reset occurred. In addition, it was reported a continuous glucose monitor error 42 occurred. A pump reset was performed to resolve the issue. There was no adverse impact to customer's blood glucose level due to the reported issues.